Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered serious and permanent bodily injuries, erosion chronic infections, pain, urinary incontinence and additional surgical procedures and medical treatment as well as the need for extensive future medical care.